Event description:
On (B)(6) 2008, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, the pt underwent extraperitoneal ligation of the inferior mesenteric artery (ima) to treat a type ii endoleak. On (B)(6) 2011, the pt underwent a procedure to embolize the ima, resolving the type ii endoleak.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).